Manufacturer narrative:
The patient's driveline infection is reported under MFR # 2916596-2018-04886. The patient's tachycardia is reported under MFR #2916596-2021-00685.

Event description:
It was reported that the patient had non-ischemic (dilated) cardiomyopathy and chronic stage d heart failure. The patient had a heartmate 3 with aortic valve replacement (25mm magna prosthetic valve and tricuspid valve annuloplasty in (B)(6) 2016 prior to heartmate implant. The patient had a history of driveline infection, hypertension, atrial fibrillation (prior to implant), ventricular tachycardia, implantable cardioverter-defibrillator, dm and recent total knee replacement. The patient presented to the clinic for a routine follow up. The patient was having low flow alarms and was sent to the emergency department for evaluation on (B)(6) 2021. The patient's initial mean arterial pressure was 60 and his lab work unremarkable. He was given 500ml of IV fluids with improvement in mean arterial pressure to the 70s. On (B)(6) 2021 the patient had melanotic stools with down trending hemoglobin and hematocrit with concern for upper gastrointestinal bleed. The patient had low oral intake and hemoglobin and hematocrit down trended to 5.8 on (B)(6) 2021 status post 2 units of packed red blood cells with appropriate response. The patient has received 4 units of packed red blood cells since he was admitted. The patient had an esophagogastroduodenoscopy done and the patient developed mean arterial pressure was in the 40s post esophagogastroduodenoscopy in the gastrointestinal recovery room requiring multiple boluses of phenylephrine and 1 liter of IV fluids. His mean arterial pressure improved to the 60s. The esophagogastroduodenoscopy showed fresh swallowed blood in the stomach without any source of bleeding suggesting the bleeding was from the mucosal membranes at the back of the nose. Given the reports of epistaxis, ears, nose and throat (ent) specialist and they asked to evaluate for the posterior source of bleed. Fiberoptic flexible laryngoscopy was used to rule out posterior source of epistaxis. No active bleeding or prominent vessels which would be amenable to cautery. Per ent, low suspicion for epistaxis as source of melena.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were provided by the account for review. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the alarms were caused by the patient¿s hypotension in the setting of decreased oral intake, dehydration and bleeding. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2021, the patient presented to the clinic for a routine follow up visit. While there, the patient started having low flow alarms and was sent to the emergency department (ed) for further evaluation. In the ed, the patient¿s initial mean arterial pressure (map) was 60 and lab work was unremarkable. The patient was given 500 ml of intravenous (IV) fluids with improvement in map to the 70s. On (B)(6) 2021, the patient had melanotic stools with down trending hemoglobin and hematocrit (h&h), which was concerning for an upper gastrointestinal (gi) bleed. The patient had low oral (po) intake, and h&h down trended to 5.8 on (B)(6) 2021 status post (s/p) 2 units of packed red blood cells (prbcs) with appropriate response. The patient received a total of 4 units of prbcs during the admission. An esophagogastroduodenoscopy (egd) was done. The patient developed maps in the 40s post egd in the gi recovery room requiring multiple boluses of phenylephrine and 1 liter of IV fluids, following which, the patient¿s map improved to the 60s. The egd results revealed fresh swallowed blood in the stomach without any source of bleeding, suggesting bleeding from the mucosal membranes at the back of the nose. Given the patient¿s reports of epistaxis, the ears, nose and throat (ent) specialist was asked to evaluate for a posterior source of bleeding. A fiberoptic flexible laryngoscopy was used to rule out a posterior source of epistaxis; however, no active bleeding or prominent vessels which would be amenable to cautery were observed. Per ent, there was low suspicion for epistaxis as the source of melena. Additional information later received from the account stated that the patient¿s low flow alarms were caused by hypotension in the setting of decreased po intake, dehydration, and bleeding. The alarms reportedly resolved with IV fluid resuscitation. The patient was discharged to a subacute rehab facility on 08feb2021 with improved symptoms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26jan2016. No further information was provided. The manufacturer is closing the file on this event.